Manufacturer narrative:
The patient stated during follow-up with medical surveillance that they had not tested with the subject meter immediately prior to symptoms occurring.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available when follow-up was attempted by medical surveillance in order to obtain additional information. The patient reported that on (B)(6) at 03:00pm she obtained results of "93 and 184mg/dl" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages her diabetes with oral medication, diet and exercise and continued to take her usual dose of metformin and invokana in response to the alleged issue. The patient reported that she had developed a symptom of "sweaty" immediately prior to obtaining the allegedly inaccurate results and that "10 to 15 minutes" after obtaining the results on the subject meter she self-treated with food. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient followed the correct testing procedure and an approved sample site was used. Product was replaced and requested back for evaluation. This complaint is being reported as the patient developed a symptom that meets lfs criteria of a serious hypoglycemic event. Although the patient had become symptomatic prior to the issue occurring, the patient could not be contacted to confirm if the meter had been reading accurately prior to the onset of symptoms, therefore may have caused or contributed to the event.